Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for device malfunction. The teflon pad was detached from the jaw, exposing metal underneath the pad. The device also had tissue debris, indicating use in a patient. There was no damage to the probe. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that before the device was used in the patient, the device failed to function. There was no further information on the specific malfunction or the intended procedure.